Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic received additional information indicating that the water used in the device is produced from a filtered source. Per the operator's manual, deionized water should be used in the bio cal.

Event description:
Medtronic received information that during setup prior to use the bio cal instrument, the water temperature would not go past twenty degrees celsius. The instrument was replaced with a backup unit and there was no adverse patient effect. The medtronic field service technician informed the customer that this product is no longer serviced by medtronic and provided them with the end of service letter. Additional information was later received indicating that bottled sterile water is used in the instrument. The ice used in the instrument is not from a deionized water source. The details of the customer¿s cleaning protocol were not provided. Per the bio cal operator's manual, cleaning protocols should be followed and deionized water should be used in the bio cal.